Event description:
It was reported that staff in the operating room reported smelling an odd odor and were unable to find the source initially. Oxygen was shut off and pt drapes removed to assess pt safely. Smoke was noted to be pouring from the light source on the video tower. The pt remained safe and ventilated, and the surgical procedure was completed. Two staff members required evaluation and treatment in the emergency room - one had treatment for an asthma attack relative to smoke inhalation and the other was treated for a headache relative to smoke inhalation. Both staff members returned to work after being treated. The hospital's biomed dept. Had replaced a stand-by switch one week prior to the event.

Manufacturer narrative:
A follow-up report will be submitted, upon completion of the complaint investigation.